Event description:
It was reported that a patient received four inappropriate shocks from their implantable cardioverter defibrillator (ICD) during interrogation due to noise. The patient reported discomfort due to the shocks. The lead was capped and replaced on (B)(6) 2022. The patient experienced no consequences from the procedure.